Event description:
Tech alleged that the side rail is not going all the way into the up position and does not latch. No pt impact.

Manufacturer narrative:
The tech found the side rail latch is bent. The tech straightened the side rail latch to resolve the issue.